Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient that they had a bad fall ( not alleged to be related to the device/therapy,) on christmas eve and hit their head on the counter, landing on the side of their body where the ins was implanted. The patient reported that since that time, they have experienced a loss of urinary therapeutic effect. Patient and technical services reviewed pos sible risks associated with falls and recommended the patient follow up with their managing health care professional (hcp)  to check their system. The patient was redirected to their healthcare provider to further address the issue. The patient indicated their cur rent managing physician was a long way to travel and requested a list of closer physicians (which were sent to the patient.) The patient's relevant medical history included that they had mobility issues and have been having double vision since their fall so MRI scan of the head was ordered. No further complications were reported at this time.